Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced infusion set leak on (B)(6) 2024. Leakage was at body of infusion set (injection port). No further information available.